Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition conforming, inner gaket condition conforming, outer gasket condition nonconforming, sleeve condition conforming, stopcock condition conforming, trocar condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "trocar began to leak almost immediately" during surgery was due to a cut outer gasket measuring approximately 1/8". No conclusion could be reachedd as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve products and prodesses.

Event description:
It was reported the 512s was used during a laparoscopic cholecystectomy. It was reported the trocar began to leak almost immediately. The device seal appeared to be torn. The device was removed and a new one was opened to complete the case. There was no consequence to the pt.